Event description:
The customer alleged that the audible alarm was intermittent. The npb technical support specialist suggested that the customer replace the alarm assembly. There was no report of any patient harm or change in therapy. This is not an admission by nellcor puritan bennett to the event alleged in this report.